Event description:
A malfunction code was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump, and the customer was informed about the replacement process, including using a replacement pump to ensure uninterrupted insulin delivery. The customer confirmed the shipping address for the replacement, but there was no mention of returning the problematic pump to tandem.